Manufacturer narrative:
(B)(4) immobile leaflets. Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 11 years. Per the operative report, the patient had recently started having chest pain and symptoms that were similar to what she was experiencing before. Patient underwent cardiac catheterization as well as an echocardiogram, which confirmed the presence of severe aortic stenosis with a significant gradient. Upon removal, the valve was noted to have leaflets that were fixed and immobile with only a small central orifice as an opening. Two of the leaflets were totally fixed and only the left coronary leaflet appeared to be moving against these 2, which were fixed. The subject device was removed and replaced with another edwards bioprosthetic valve.